Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer was not able to duplicate the reported issue.

Event description:
The customer reported that the ventilator was inoperable while in use on a patient. The patient was placed on a second ventilator. The patient was not harmed as a result of the event.